Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/ reproduce the reported complaint. Visual inspection found the conductor wire dislodged at the yaw pulley exit. The root cause of the failure was attributed to a component failure. Additional observation not reported by the site: the conductor wire was found with damage to the insulation at the distal end near the dislodge location. No thermal damage was found and there was no missing material. The insulation damage did result in exposing a very small amount of the wire inside. Electrical continuity was performed and passed. The root cause of the failure was attributed to a component failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.541" x 0.200" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the failure was attributed to a mishandling/ misuse (e.g. Such as excess force applied to the instrument jaws). Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged that a fenestrated bipolar forceps instrument had a gap in the insulated wire at the distal tip. Failure analysis found damage to the conductor wire insulation and this resulted in exposing a very small amount of the (conductor) wire inside. Electrical continuity was performed and passed. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur due to the potential of stray energy from the exposed wire. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument had a gap in the insulated wire at the distal tip. There was no report of patient involvement. Intuitive surgical inc. (Isi) contacted the original reporter and obtained the following information on 26-oct-2021. The instrument was already damaged before it was provided to central processing. Patient information from the last procedure was requested but was not available.